Event description:
Left silicone breast implant leaking. Surgically removed. Pt stated that implant was placed in 1986. Developed "problem" with left breast area after mammography. Test (MRI) revealed leaking of silicone breast implant.